Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment regarding the atrial connector on the external pulse generator (epg) being broken. It was confirmed the output connector assembly, hanger assembly, and battery drawer were all broken. Upper case was broken. Display wire was pinched, wire insulation was not compromised. Two case screws were contaminated. One case screw was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector on an external pulse generator (epg) was broken. The hanger and battery door were also broken. Device returned for repair. There was no patient involvement.